Event description:
Customer bought proxabursh. They have been using proxabursh for long time but today when they used it, the metal part broke off from the handle which they thought could be a safety concern.